Manufacturer narrative:
On (B)(4) 2013, requested that the unit be returned for eval. On (B)(4) 2013, request for dental info is relation to this claimed incident was sent to the consumer.

Event description:
On (B)(6) /2013, customer claims that after starting use with sonicare toothbrush 2 fillings came out, and caused two teeth to break.